Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that during device changeout for normal battery depletion, electrocautery was used to remove fibrosis from around the leads. During this process, the patient developed ventricular tachycardia which was hemodynamically significant and CPR was begun. The patient received one round of epinephrine, atropine, and chest compressions, as well as a small bolus of amiodarone. The patient recovered his pulse and became hemodynamically stable. The new device was connected and the pocket cleaned out. The patient then re-entered vt and underwent a second round of medications, which converted him to normal sinus rhythm. No further patient complications have been reported as a result of this event.